Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (rca). Plain old balloon angioplasty and intravascular ultrasound (ivus) were performed. A 3.00 x 32mm synergy ii drug-eluting stent was attempt to advanced but difficulty was encountered. When it was pushed lightly, severe resistance was felt, then the device was removed from the patient. However, the stent was dislodged at the ostium of proximal rca. The dislodged stent was then removed using a snare. The guidewire was removed and the lesion crossed again. A 3.50x28mm synergy stent was advanced and completed the procedure. No patient complications nor injuries were reported. Synergy ous mr 3.00 x 20 mm stent delivery system (sds) was returned for analysis. The stent was returned detached from the stent delivery system and damaged its entire length. The crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were visible on the balloon body. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.